Event description:
Initial reported stated: "when the channel sheath was removed at the conclusion of the procedure, a tip deformity was noted. The distal tip had detached but remained on the sheath, encircling it mid-shaft. Pt had no problems related to this occurrence."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. Evaluation of the returned device found the ro material fractured. Ro to sheath bond is present. Remaining ro material felt brittle. Evaluation of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joints were above the minimum specification. Presumptive root cause is that a force applied to tip segment exceeded material strength causing the ro tip to fracture. The sample returned is consistent with ro tip degradation due to extended time exposure to heat, light, and/or other environmental conditions. A six sigma black belt project has been established with the goal to improve the robustness and manufacturability of transseptal ro/soft tips. Project estimated to be completed by december 2009.